Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding an instrument used for microdiscectomy therapy. It was reported that during the discectomy the instrument got damage. There was no patient involved in the event. There was no fragment left in the patient. The event was happened at the time of surgery only. When the instrument suddenly stopped working than surgeon noticed that the tip was broken. Surgeon tried to find that broken piece first into the patient through intra-op carm scans or radiologic images but could not find anything in the patient. Patient is absolutely fine <(>&<)> safe.